Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, the patient underwent anterior exposure for fusion at l5-s1 and l4-5. Preoperative diagnosis: discogenic pain, l4-5 and l4-5. Fascia was incised. It was dissected beneath the left rectus and out laterally. Peritoneal contents rolled medially and superiorly, exposing the retroperitoneum. The synthes retractor put in place. The full width of the l5-s1 disc space was exposed. There were no significant middle sacral vessels. Then the surgeon continued dissecting cephalad, moving the left iliac vein superiorly and laterally, exposing the l4-5 disc space. That level confirmed with fluoroscopy. Procedure: anterior lumbar interbody fusion l4-5, l5-s1 utilizing fusion cages, rhbmp-2. At l5-s1 the disc space was quite severely deteriorated. A thorough decompression of the disc space and spinal canal was performed at this level as well. No evidence of herniated disc material was found. Utilizing a double barrel guide tube at each interspace level and a reaming device the interspaces were prepared for interbody fusion. At each interspace then placed two 14*20mm fusion cages into the interspaces at l4-5 and l5-s1. The wound was irrigated with intraoperative fluoroscopy. Then the surgeon packed the cages with rhbmp-2 bone graft and packed rhbmp-2 around these cages as well for interbody fusion. On (B)(6) 2009, the patient underwent diagnostic laparoscopy; right oophorectomy; cystotomy of left ovarian cyst for clear fluid 4) dilation and curettage. Preoperative diagnosis: right ovarian cyst; pelvic pain. On (B)(6) 2009, the patient underwent da vinci total laparoscopic hysterectomy, left ovarian cystectomy. Preoperative diagnosis: abnormal uterine bleeding, pelvic pain, dysmenorrhea, left ovarian cyst. On (B)(6) 2012, the patient underwent upper endoscopy with flexible sigmoidoscopy. Preoperative diagnosis: abdominal pain. Blood in his stool. Postoperative diagnosis: normal upper endoscopy, ) internal hemorrhoids.